Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device failed to issue audio prompts at power up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine evaluated the customer's device and confirmed the reported fault. Upon receipt a rattle was heard from inside the device, it was identified that upon disassembly that the coin cell had broken off its -ve and +ve solder joints, as the coin cell was loose within the device. This would suggest the device had sustained an impact although no further evidence of this was observed. Furthermore, the detached coin cell which was loose within the device had resulted in damage to multiple critical circuitries due to the metal body of the cell short-circuiting multiple components and circuitries along with damage to the -5v rail at u16. Due to the damage to critical circuitries no further investigation could be carried out. The cause of the reported issue is user error due to suspected impact damage. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device failed to issue audio prompts at power up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened.

Event description:
The customer contacted heartsine to report that their device failed to issue audio prompts at power up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.